Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was an insulation fracture alleged on the right atrial (ra) lead. There was also en episode of noise noted on the same lead. The ra lead was revised and repositioned to resolve the event and the patient was in stable condition.